Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the specification was found in the fluid path. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process. Corrective actions are in process.

Event description:
A foreign object was found inside the fluid path of a non-sterile syringe. This was discovered during the distributor's incoming inspection. The device was not sent to a user facility.